Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of difficulty charging his scs ipg. The patient stated the placement of the ipg made it hard to charge due to the charger not always establishing good communication with the ipg. The patient also stated recently he experienced pain at the ipg site when charging. Consequently, surgical intervention was taken and the patient's scs ipg pocket site was moved up and more superficial.